Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is not working. Customer's blood glucose was 450 mg/dl at the time of incident. Customer indicated that they do not feel well and cannot troubleshoot. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer was advised to monitor their high blood glucose and call back if further assistance is needed.